Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the original pump had migrated and was resting against the patient's iliac crest and was uncomfortable. The pump was replaced due to expected end of life on (B)(6) 2014.